Event description:
Abutment screw replacement due to unclear reasons. (Drainage from one spot reported.)

Manufacturer narrative:
Root cause for component replacement not reported. No deviation was identified in the production nor sterilization records.